Manufacturer narrative:
Concomitant product(s): a 419478 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the use of cautery appeared to break the telemetry link. The device appeared to in appropriately detect cautery energy as ventricular fibrillation (vf) during that time. When the link was reestablished, an inappropriate shock was delivered. The device was reprogrammed, was implanted and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.